Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer requested assistance via phone call on how to program certain settings on insulin pump. Customer was assisted with settings. Customer's blood glucose was 400 mg/dl.